Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer also reported the insulin pump was alerting false low and because of it customer had an adverse reaction to the alerts he experienced. Customer was reached again later and customer clarified he was hospitalized when he fist started to use the insulin pump and has not experienced any malfunctions or adverse events in the past 90 days. Customer declined troubleshooting. Customer was advised to monitor the device. No further information reported.